Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 412 due to eating food and not taking enough insulin. Customer treated with the insulin pump. Customer also lost the battery cap which resulted in losing her device settings. No further assistance was needed and nothing was replaced or returned.